Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. The viperwire proximal spring tip was observed to be stretched. The viperwire was not fractured. The root cause of the spring tip damage was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was placed in the slightly tortuous, severely calcified, 90% stenosed, 1.5mm - 3.0mm left anterior descending (lad) artery. Cineangiography was performed and revealed a blurry proximal end of the viperwire advance guide wire flextip. The guide wire was then removed and the flextip appeared deformed. A second viperwire advance guide wire was then used to complete the procedure.